Manufacturer narrative:
H4: device manufacture date: november 24, 2020 - december 1, 2020. H10: the device was received for evaluation. Visual inspection was performed using he naked eye which observed that the tubing was completely separated from the solvent-bonded area of the stressmember. Further examination was performed on the tubing which showed evidence of solvent on tubing. The tubing and the stressmember were found to be within specification. However; the tubing insertion depth was inadequate (not deep enough) which caused the separation from the stressmember when the tubing was being coiled around the cap. Additionally, during analysis it was observed that the housing was malformed. The reported condition was verified. . The cause of malformed housing was due to extreme heat temperature during shipping. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a large volume infusor line dislodged from the tip. This issue was discovered during preparation, when preparing to coil the tubing onto the cap of the infusor bottle. The device was filled with cefazolin 6g and normal saline. There was no patient involvement. No additional information is available.